Event description:
It was reported that the right ventricular lead insulation was cloudy and appeared to be breaking down. Some oversensing was noted on both bipolar and unipolar pace/sense through the lead analyzer and the lead appeared to be "double sensing." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.